Manufacturer narrative:
Medwatch was received in the mail. The exact device involved in the incident was not identified and has not been verified to be a medcomp product. Additional information and the sample for evaluation have been requested.

Event description:
Approximately 1 1/2 hours into a scheduled 4 hour hemodialysis treatment, blood was noted on the floor on the right side of the patient's chair. The venous bloodline was detached from the venous lumen of the central venous catheter. The blood pump was stopped and lumen clamped. Patient was unresponsive. Oxygen and AED were applied and CPR initiated. 911 was called. Normal saline was infused via arterial line. Patient was transported to the hospital via ems where she later expired. Rn reported that the hemaclips were applied to both arterial and venous lines at initiate of treatment.

Manufacturer narrative:
Attempts to obtain information regarding the device involved were unsuccessful. Insufficient information was provided to confirm that a medcomp product was involved in the incident.